Event description:
During the implantation procedure, the device did not pace in the ventricle when hooked up to the medtronic leads; no v-output. It was reported that the patient is pacemaker dependant. This device was not implanted; a new sorin esprit was implanted.

Event description:
During the implantation procedure, the device did not pace in the ventricle when hooked up to the medtronic leads; no v-output. It was reported that the patient is pacemaker dependant. This device was not implanted; a new sorin esprit was implanted.

Manufacturer narrative:
(B)(4), 2011,the analysis on this device is pending.(B)(4).

Manufacturer narrative:
(B)(4). The analysis on this device is pending.